Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck update bluescreen and remote service was offline. A field service engineer attempted to reimage the system, but the process failed. Customer support center (csc) recommended replacing the hard drive. Replaced solid state drive (ssd) and successfully completed reimage. Customer verified login and confirmed ability to load medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on update blue screen and went offline on remote support service. The customer informed that there had been a power outage previously. After they restarted the device, it began showing a blue screen indicating "going back to previous version". After that, it displayed another blue screen stating, "restarting now" and got stuck on the loading circle icon. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.